Manufacturer narrative:
The surgeon confirmed that the hydrus microstent was repositioned and remains implanted in the patient. The delivery system that was used to reposition the microstent was returned to the manufacturer. Since the returned device was from the same manufacturing lot as the implanted microstent, the device was subjected to microscopic visual inspection, dimensional analysis, and functional testing and the device met all specifications. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Device malposition and stent repositioning are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2019, a (B)(6) year old female patient underwent uneventful cataract surgery with implantation of the hydrus microstent in the left eye. Postoperatively, the surgeon reported that the hydrus was initially implanted superficially (not in schlemm's canal). On (B)(6) 2019, the surgeon removed the malpositioned microstent and re-implanted the same stent in the appropriate location. The surgeon reports the iop was lower the following day. Details of the patient's status prior to and after intervention are not known at this time; additional information is being requested.